Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status. Stable. What color of cartridges were used throughout the procedure. Blue and white. Were there any issues with device performance in the first procedure. If yes, please explain. No anomalies were noted. Where was the bleeding? Does the surgeon typical use a short and long device in this type of procedure. The surgeon used both a long and short device during the same procedure and afterwards there was an internal bleeding. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing being used? If yes, was it used on each firing? Was the patient on anticoagulation therapy prior to surgery? How was the bleeding addressed?

Event description:
It was reported that the gastric sleeve procedure went perfect and no anomalies were noted. Twenty-four hours after the surgery they had to re-operate urgently because of an internal bleeding. Another like device was used to complete the procedure.